Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Devices were received for evaluation; events were confirmed during testing. Devices were found to be affected by detached and missing components. Device was available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events in which the device disassembled. Reported events had no patient involvement; no patient impact. Reported events had patient involvement with no patient impact. Reported events had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. There were no remedial actions taken. This device is not labeled for single-use. Correction: 1 device was expected to be received for evaluation; however, the device was not available.

Event description:
This report summarizes 28 malfunction events in which the device disassembled. 25 reported events had no patient involvement; no patient impact. 2 reported events had patient involvement with no patient impact. 1 reported events had no known patient involvement or patient impact.